Event description:
A patient was admitted for percutaneous coronary intervention of the right coronary artery. Angioplasty was performed using a coronary dilatation balloon. During the procedure, the stent would not pass and upon visualization outside the body, it revealed there was a malfunction in the balloon. The dye passed through the wire lumen instead of inflating the balloon. Another coronary dilatation balloon was taken out of its box and the dye would not go out the end hole or in the balloon. A third coronary dilation ballon was inserted and inflated to predilate the diseased area. Despite multiple efforts including changing out to a stiff iron man wire, the stent would not pass. A light support wire was placed across the diseased segment and treated with a 2.5mm ballon because long stenting needed to be performed. A 2.75 x 28.0 stent was placed across the proximal most lesion. Then, a 3.0 x 28 stent was deployed. The whole stented segment was then dilated. A 60-80% stenosis resolved to 0% stenosis. The staff/physicians have not had this kind of problem with this device before. No patient history of previous stents. According to md documentation, "the left circumflex coronary artery is nondominant with luminal disease. There was a small 2mm posterior branch with a 90% stenosis. The right coronary artery has a long lesion in its mid portion. The most critical part is about 80-90% followed by a long 50-60% stenosis. It is a large dominant vessel." The md also notes "the wire crossed the lesion with a modest amount of difficulty" and "the procedure took a great deal of time and effort."